Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support requesting assistance because the cycler was not draining him. Upon inspection of the patient tubing, it was discovered that fibrin was blocking the line. The patient was able to clear the fibrin and began draining at a good rate. The patient also stated that he was currently taking antibiotics for the fibrin. Upon follow up with the patient's pd nurse, it was reported that the patient did have touch contamination peritonitis and was taking antibiotics. The patient continues with the ccpd program in stable condition. Patient medical records were requested but not yet received.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department requested the patient's medical records but they have not yet been received. A supplemental medwatch report will be submitted upon completion of the device investigation and final review of medical records by the post market surveillance department should the records be received.